Event description:
It was reported that the patient presented in intensive care unit due to a non device related issue. Upon interrogation, the pulse generator was in back up vvi mode and had poor telemetry connection. Due to normal elective replacement indicator, the generator was explanted and replaced on (B)(6) 2017. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to normal battery depletion. The device was near end of life which can cause fluctuations in instantaneous battery measurements and trip the bvvi indicator. After replacing the battery, the device was tested on the bench and pacer exhibited normal device characteristics. The telemetry and pacing outputs were normal.